Event description:
The customer tested blood glucose at 11:30 am before eating. Customer tested on a different device and received a result of 250 mg/dl. Based on the result the customer took 10 units of humalog. Customer started feeling "funny" afterward. The customer tested again at noon and the result was 270 mg/dl. The customer tested on a different device and received a result of 278 mg/dl. The customer passed out, their spouse called paramedics who tested and received a result of 61 mg/dl. The customer was taken to the hospital where they received results of 48, 61 and 42 mg/dl. The customers device read 278, 264, 272 mg/dl on the customers other device the results were 276, 261, and 264 mg/dl. The customer was given food and drink. No controls were in use. Glucose strips were kept in a baggie outside of the original vial.